Manufacturer narrative:
The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump is scratched and the customer is not able to view the display screen well. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.